Event description:
A report was received that the patient passed away three days after being implanted. The patient's physicians do not know the cause of death. No further information will be provided.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50, serial/lot # (B)(4), description: artisan surgical lead, 50cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.